Manufacturer narrative:
This event occurred in (B)(6). On 28-sep-2020 the field service engineer (fse) visited the customer site and verified connections, cleaned instrument parts and replaced valves. Repeatability tests were performed with qc material and the results were not acceptable. On 02-oct-2020 the field application specialist (fas) performed verification testing. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tp2 total protein gen.2 (tp2) on a cobas integra 400 plus. The initial result was 101 g/l. The sample was repeated 4 times with results of 81 g/l, 60 g/l, 63 g/l and 63 g/l. No questionable results were reported outside of the laboratory. The tp2 reagent lot number was 497369. The expiration date was not provided.

Manufacturer narrative:
On (B)(6) 2020 the field service engineer (fse) identified a problem with the vertical play of the b and c probes while performing various testing. The fse performed a maintenance lubrication that corrected the issue. Qc and quality checks were performed and acceptable. The investigation determined the service actions resolved the issue.